Event description:
During a cervical fusion procedure several months ago, the coating from a kerrison flaked off into the pt wound. Area was irrigated and suctioned. No prolonging of surgery. No anticipated issues with pt. No further information available.

Manufacturer narrative:
The item will not be returned. All available information will be forwarded for analysis to the manufacturer.